Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stopped working and it was showed stuck button alarm and later stopped working completely. Customer¿s blood glucose level was unknown. Customer stated that moisture exposure it was makes a slushing noise inside of the insulin pump. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test and active current measurement. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly, however device received with corroded electronic assemblies. Device received with pump error unexpected battery power loss and high sleep current measurement due to corroded electronic assemblies. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device received with cracked case and cracked case-corner of belt clip rails.